Manufacturer narrative:
Per the clinic, the patient was hospitalized (specific date and duration not reported). Device analysis report attached. This report is submitted on december 22, 2023.

Manufacturer narrative:
Per the clinic, the patient experienced an infection at the implant site and subsequently was treated with oral and IV antibiotics (specific date and duration not reported). However the issue could not be resolved, resulting in an explant. The date of explant is confirmed to be on (B)(6) 2023. The patient was reimplanted with another cochlear device (specific date not reported). This report is submitted on november 07, 2023.

Event description:
Per the clinic, the device was explanted (specific date not reported) due to an infection (site of infection not confirmed). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on oct 12, 2023.